Event description:
The customer reported that the device did not cut. There was no injury to the pt. The device was returned to covidien and initial inspection discovered that the knife blade advances when opening the jaws.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow up report will be submitted.